Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level reported as greater than 409 mg/dl, with high ketones; cause was not known. Prior to going to the ER, the customer reported vomiting, delivered a correction bolus to address the bg level. In the hospital, the customer was treated with intravenous fluids of insulin and saline. At the time of the report, customer has not been released from the hospital declined follow up contact from technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.